Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was able to engage in monitoring using masimo test module and finger/sensor. Unit alarms both audibly and visually when finger removed from sensor and sensor removed from system. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported the devices will continue to get a signal even with no sensor or cable plugged in. No patient incident reported, and will engage in monitoring.